Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The issue was due to humidity on the laser key after the previous use. To resolve the issue the key (was cleaned). A new set was ordered, then the system was found to perform as intended. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. The root cause of the reported event is attributed to humidity on the laser key after use. However, as to why or how there was humidity remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system was having laser issues and was turned on and off to get it to work. There was also a problem with the laser key. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.